Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the ventricular lead exhibited noise. During the attempt to explant and replace the lead, the lead tip broke off and remained in the patient's heart.